Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. While running startup, the customer reported a clear fluid leak from the manual probe on the instrument. The volume was reported as about 1 ml and the leak was not contained. The customer also reported failing platelet backgrounds on startup. The operator was wearing personal protective equipment including gloves with lab coat. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the cause of the leak was a result of a defective valve 8 allowing air into the fluid delivery stream. The air dried the waste in the line and obstructed the waste pathway at valve 14 (lv14) and valve 15 (lv15). The fse replaced valve 8 and the waste drain lines to resolve the leak and the platelet background failure. The fse also bleached the apertures and wbc (white blood cell) and rbc (red blood cell) baths as a preventative measure identified failure modes: failure mode is defective valve 8 due to an air/fluid valve malfunction. Failure mode for lv 14 and lv15 was an obstructed pathway not allowing fluid to drain. No erroneous results were generated; however, the failure mode identified is likely to cause erroneous results for wbc and rbc parameters due to an air/fluid valve malfunction. Upon recur, the failure mode for lv14 and lv15 identified is likely to generate erroneous cbc (complete blood count) results due to improper bath drain. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).